Manufacturer narrative:
The manufacturer internal reference number for this event is (B)(4). The pks device was not returned to biotissue for further evaluation. Therefore, the condition of the product could not be verified although no defects or malfunctions were reported as part of the complaint. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product's acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the event. No further action warranted at this time. This is the second adverse event reported for this patient. A previous prokera slim device was used in the patient's fellow eye with similar signs and symptoms resulting, suggesting this may be a patient fit issue (patient noted to have tight eyelids).

Event description:
A treating physician relayed a recent event via local representative in which two days after prokera slim device placement, the patient returned with swollen eyelids, ocular redness, thick discharge and papillae. The physician initially stated the eye looked like a bacterial infection although no culture was performed to confirm. A prokera slim had been placed on the left eye on (B)(6) 2026 for management of neurotrophic keratitis. There were no complications or discomfort during device placement, however, it was noted that the patient had tight eyelids. The patient wore the device for two days and returned for scheduled removal on (B)(6) 2026 with swollen, irritated eyelids. Clinical exam noted ocular redness, thick discharge and papillae "all around". The facility also noted that the patient had been previously treated in the right eye with a prokera earlier, and the patient had the same symptoms, which resolved a few days after device removal. The patient was treated this more recent time with ofloxacin antibiotic drops tid for a period of 5 days. The patient did not yet return for follow-up and is not scheduled for follow-up for another month. No product defects or malfunction were reported.